Event description:
It was reported that at around 09:35 am the ventilator had stopped ventilating, and the screen had gone blank. It was reported that the patient suffered a brief asystole. There was no permanent damage to the patient.

Manufacturer narrative:
For the investigation, the logbook of the evita v600 device with serial number (B)(6) was analyzed. In addition, the affected device was examined in our repair workshop in lübeck. The examination of the log file confirmed a temporary disruption in internal hdbaset communication between the control unit (ecd) and the ventilation unit during the reported period. This symptom is characteristic of a temporary interruption of the electromechanical contact of the system cable. In this error mode, the display functions may be impaired and/or the screen may go black. Ventilation was not affected and continued as set. The user apparently interpreted the screen restriction as a ventilation loss and, according to the log file, switched off the device using the rocker switch. This sudden power failure while the microprocessor system was still active corrupted the blue micro sd card. It was therefore not possible to restart the device. The investigation of the device in lübeck also confirmed that the ventilator did not start due to a corrupted blue micro sd card. In the event of an internal error in the display unit (ecd) and/or a disruption in internal hdbaset communication between the ventilator and the ecd, the alarm message ¿device failure (14)¿ is triggered. The display functions and operability of the ecd may be impaired in the event of an active ¿device failure (14)¿ alarm event, depending on the technical cause. The user may misinterpret a temporary display malfunction or black screen as a shutdown. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilator sounds. Safety-related parameters such as fio2, minute volume, and airway pressure are shown on the additional oled display, where the user can monitor the ongoing ventilation. The examination of the device in lübeck also confirmed that the ventilator did not start due to a corrupted blue micro sd card. The system cable and blue micro sd cards will be replaced at the repair workshop in lübeck, and a device test will then be carried out in accordance with the manufacturer's specifications. The system cable and the blue micro sd cards will be replaced at the repair workshop in lübeck, and a device test will then be carried out in accordance with the manufacturer's specifications. The field quality data is monitored and evaluated by the responsible product quality board. The results of this investigation did not reveal any new risks that are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that at around 09:35 am the ventilator had stopped ventilating, and the screen had gone blank. It was reported that the patient suffered a brief asystole. There was no permanent damage to the patient.